Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was heating up. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found no issues. A functional evaluation was performed on the returned device and a handpiece sensor fault was found. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of electrical problem was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.